Manufacturer narrative:
Additional information: the device is expected to be returned for evaluation but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (trocar issue) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event was likely due to patient movement. MFR# reference: (B)(4).

Event description:
It was reported that following a left eye (os) cataract surgery, the patient moved during attempt to implant the second stent from a trabecular microbypass stent system, which caused the tip of the trocar to break off. The surgeon believes to have removed all the fragments from the operative eye intraoperatively. Additional information has been requested.

Manufacturer narrative:
An evaluation of the returned device was completed. An x-ray evaluation revealed that the cam assembly had been activated four (4) times and no stents were found. The trigger button motion was functioning as intended. The injector¿s frontal components were found bent which prevented the insertion sleeve retraction motion. This finding likely occurred due to how the device was shipped back. The injector¿s splayed trocar was found broken. This finding likely occurred during the surgical procedure. It is highly unlikely that the device was sent out in this condition as the frontal components undergo critical dimension inspection after injector assembly per manufacturing procedure. If any of the frontal components were bent, the device should fail inspection and the unit should get rejected. Furthermore, all devices undergo visual inspection via x-ray per manufacturing procedure. If any of the frontal components were bent during x-ray, the unit should get rejected. The device was disassembled and visually inspected. The insertion sleeve assembly and singulator holder were immobile due to the bent frontal components. No other non-conformances related to the reported event were found. Conclusions based on the evaluation findings were confounded by the condition of the returned product. As a result, a root cause of the reported issue was not definitively identified, however the report noted that patient movement contributed to the event. MFR# reference: (B)(4).